Event description:
It was reported that the patient was having severe pain at the hip location and was not sure whether vomiting had caused this. The patient was sick vomiting last week where she could hardly walk and was vomiting bile at this point. The patient stated the device was working. Subsequent information received reported that the week following implant, the patient had a vomiting episode and went to the hospital and got it under control. By sunday night it had started again and the patient used shots to control at home. Two days later on wednesday the patient woke up with a baseball size lump on top of where the device was and the lump was still there. The lump was unbelievably painful and was radiating from lump through her back. The patient went to the hospital on (B)(6) and got out on (B)(6). The patient stated the hospital had no idea what to do and a CT scan at the hospital showed a lot of fluid surrounding the lump. The lump was not hard before, but it was hardening up now. The patient indicated that the hospital told her that there was nothing they could do for her and that the lump was probably just a collection of fluid. The patient was scheduled to see her implanting physician on (B)(6). Additional information has been requested, but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
Product ID 435135, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 435135, serial# (B)(4), implanted: (B)(6) 2012, product type lead. (B)(4).